Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with right ventricular (rv) lead had experienced a syncopal episode and was admitted to the hospital. Review of their system indicated there was loss of capture and high pacing threshold measurements on the rv channel. It was suspected that the rv output had previously been improperly programmed for this patient at another hospital. As the patient was pacemaker dependent, the rv output was reprogrammed and remains in service. No other abnormal measurements were observed. No additional adverse patient effects were reported.